Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. An external visual inspection was performed it passed. A charge of the unit was attempted and it failed to charge. The receiver case was opened for an internal visual inspection and there was no moisture damage. There were findings related to complaint in troubleshooting which verified a defective rx main pcba u5. The reported complaint of overheating was confirmed due to defective receiver pcba u5. The root cause of receiver overheating was receiver main pcba defective u5.